Manufacturer narrative:
Full address of the facility is (B)(6). The subject device was received and evaluated . Device evaluation found there was no signal output, no image due to faulty qb board (circuit board). The customer reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the sdi interface was damaged. It was stated after replacing the dvi interface, the image was black after five (5) minutes of use. The issue found during preparation for use. The device was replaced and the intended diagnostic bronchoscopy procedure was completed using a similar device. No delay in the procedure was reported. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, serial digital interface (sdi) channel had no signal output occurred due to a faulty printed-circuit board. The cause of the the defective qb board could not be identified. Olympus will continue to monitor field performance for this device.